Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated after checking the cable connections of the viewing station of the imaging system. The imaging system then passed a system checkout and was found to be fully functional. Other relevant device(s) are: product ID: b I-500-01093, serial/lot #: version 3.1.7. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not boot up. It was reported that leds were illuminated but the monitor remained black after powering on the imaging system. There was no patient present when this issue was identified.